Event description:
A report was received from the USA stating that the device had a "hole/cut in the hose." It is unk if any injury or medical intervention occurred. The device was not being used in surgery. No additional info was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).